Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and missing segments due to the lcd screen damage. (B)(4).

Event description:
Customer reported via phone call dark spots and lines on the lcd screen of the insulin pump. Customer advised they replaced the battery of the device since they had a low battery. Customer pulled the device out of their pocket when it alarmed and realized the dark spot on the top right side. Customer advised the device was not dropped or bumped and believed by changing the battery the display would be fixed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.